Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the intrahepatic bile duct during an intrahepatic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, in order to crush the intrahepatic stone, a non-bsc electrohydraulic lithotripsy (ehl) probe was inserted through the spyscope ds; however, resistance was encountered and it was difficult to cross the device. There was also resistance in the guidewire near the base of the hand base handle. As the device reached the hepatic portal, and when angle was applied to the tip part, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the intrahepatic bile duct during an intrahepatic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, in order to crush the intrahepatic stone, a non-bsc electrohydraulic lithotripsy (ehl) probe was inserted through the spyscope ds; however, resistance was encountered and it was difficult to cross the device. There was also resistance in the guidewire near the base of the hand base handle. As the device reached the hepatic portal, and when angle was applied to the tip part, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked at several locations, beginning near the distal end. As received, the working channel sleeve protruded, confirming the complaint. A functional assessment was performed. An ehl probe was inserted into the working channel port and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The ehl probe passed freely through the working channel. No issue was noted. A guidewire (gw) was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another guidewire with a different size was backloaded through the distal end of the device. Resistance was felt in the handle. The handle was disassembled. The gw appeared to be getting stuck in the breakout mold, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleever was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.